Manufacturer narrative:
Sunrise medical has opened an investigation of this incident. It is currently unknown if a malfunction has occurred or if the product is defective. There were no other injuries reported and the end user has requested a replacement frame. The dealer that is working with this client is (B)(6). A replacement frame was shipped to the dealer on (B)(6) 2017 and delivered on (B)(6) 2017. Sunrise medical has requested from the dealer that the damaged frame be returned for a full evaluation. Once the evaluation is completed, a supplemental report will be filed with our findings. ********************************************************************************************************************************************

Event description:
End user called stating that his breezy ultra 4 cross brace snapped in half after sitting down in the chair. The end user stated that he fell back hitting his head and shoulder. Followed up with md to get a cortisone shot.

Manufacturer narrative:
Sunrise medical received the damaged frame and an evaluation was performed by a quality inspector on 8/30/2017. The following was found as a result of the evaluation: the break occurred in the cross brace at the cross bolt hole. The root cause is due to a fatigue failure of the cross tube at the cross bolt hole caused by loading during use. Possible factors that may contribute to the break is the end user weight exceeding the maximum limit, tube wall thickness, product use by more active users. After completion of an hhe and hra it was concluded that injury is rare in most cases of complaints as the wheelchair has a redundant system. Two cross-braces share a bolt and screw attaching mechanism. When one cross brace is compromised the other cross brace is still intact. Based on .(B)(4) the health risk is improbable based on the hra occurrence scale. Based on the 1 injury with the medical intervention reported the severity of the injury is serious. Therefore, no action is required.

Event description:
Please see initial MDR 3006459587-2017-00003. This is a supplemental report.